Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. Internal inspection found the battery interconnect cable was disconnected from the battery interconnect board connector. The cable was reseated. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.